Event description:
Additional information received indicated the device was successfully able to communicate via ble telemetry. It is unknown if any intervention was performed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.